Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the set up before an acl procedure, an e4 error was displayed when connecting the wand (ambient super turbovac 90 ifs) to the quantum controller. The procedure was successfully completed with back-up device. No delay or patient injuries were reported.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.